Event description:
It was reported by the customer the patient's PICC-line is repositioned and flushed according to routine before starting treatment, visible catheter measured 3 cm from 0 mark and was fixed with securacath. The patient is planned to receive 2 treatments. First treatment is paklitaxel given in 3 hours. When the treatment is finished and the irrigation drip is to be started (to be done between treatments), it is noticed that the bed is wet. There is a stain in the bed and the PICC-line dressing is wet. It is difficult to estimate the amount of fluid, but it is a small amount, around 10 ml. A small amount considering that the treatment consisted of about 570 ml. The PICC-line dressing was removed. The skin was washed with soap and water. The PICC-line was flushed which showed leakage as saline ran out from the insertion. The PICC-line was removed and flushed again. It showed that the catheter had a hole in it 5 ca from the zero mark, the broken part was thus 2 cm into the patient. The patient was given pillowcases with ice in it to cool down the area exposed to chemotherapy. Doctors were called in and examined the patient. The patient was also to receive carboplatin and was given a peripheral venous catheter in the other arm. The patient is planned for 3 more treatment cycles and is scheduled to receive a new PICC-line. The patient did not show signs of skin irradiation in the area exposed to chemotherapy but was asked to be observant and to inform the clinic if any signs/symptoms/discomfort should occur. Additional information 7/12: it was reported there were no broken pieces retained in patient, no PICC pieces missing. Patient had skin irritation from cytotoxic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the patient's PICC-line is repositioned and flushed according to routine before starting treatment, visible catheter measured 3 cm from 0 mark and was fixed with securacath. The patient is planned to receive 2 treatments. First treatment is paklitaxel given in 3 hours. When the treatment is finished and the irrigation drip is to be started (to be done between treatments), it is noticed that the bed is wet. There is a stain in the bed and the PICC-line dressing is wet. It is difficult to estimate the amount of fluid, but it is a small amount, around 10 ml. A small amount considering that the treatment consisted of about 570 ml. The PICC-line dressing was removed. The skin was washed with soap and water. The PICC-line was flushed which showed leakage as saline ran out from the insertion. The PICC-line was removed and flushed again. It showed that the catheter had a hole in it 5 ca from the zero mark, the broken part was thus 2 cm into the patient. The patient was given pillowcases with ice in it to cool down the area exposed to chemotherapy. Doctors were called in and examined the patient. The patient was also to receive carboplatin and was given a peripheral venous catheter in the other arm. The patient is planned for 3 more treatment cycles and is scheduled to receive a new PICC-line. The patient did not show signs of skin irradiation in the area exposed to chemotherapy but was asked to be observant and to inform the clinic if any signs/symptoms/discomfort should occur. Additional information 7/12: it was reported there were no broken pieces retained in patient, no PICC pieces missing. Patient had skin irritation from cytotoxic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.